Manufacturer narrative:
H6: it was later confirmed that there was patient use associated with the reported event. Ventec has requested additional details about the patient, however, no response has been received. In addition, ventec was provided with new information, indicating that the initial reporter should be updated. Section e1, name and address have been updated, accordingly. Ventec was also advised that the device was experiencing fluctuating (low) vte (exhaled tidal volume) during the event. Ventec contacted the initial reporter and performed an interview over the phone. The following is a recap of that conversation: during the initial set up, pedro was on a phone call or face time with [ventec}. At this time, the patient was on the vocsn and pedro could not get the patient comfortable on the device settings. When the child was using the vent while sleeping / at night, the device alarmed for low minute volume. The child was taken off the vocsn. Follow up was scheduled for two weeks later but was rescheduled as the mother of the family had a baby and the child was sick with a virus. Between the initial and follow up visit, the family had been using the vocsn for cough assist therapy. One month after the initial visit, pedro had returned to continue setting up the ventilator. He had ordered an active circuit to set up with the ventilator. The child was not placed on the ventilator at this time. This is when device had given a system fault alarm. There were no reports of patient harm as a result of the reported issues, however, the patient experienced discomfort while on the device and had to be removed from it as a result. Ventec continutes to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was providing "erratic ventilation." No further details were provided. There were no reports of patient involvement associated with the reported event. Ventec has made multiple attempts to contact the reporter in order to obtain additional information, however, no response has been received.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
**UDI related data quality updates only**. Corrected information for supplemental medwatch report 003. Section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: vocsn, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of "erratic ventilation" and low exhaled tidal volume (vte) could not be duplicated. Vte and patient pressures all stayed within acceptable tolerances. Ventec also downloaded the device's electronic records for analysis and observed that it had previously logged a patient circuit disconnect alarm, however, this could not be duplicated during testing. Proper device operation was observed through functional and performance testing. The cause of the reported issues could not be determined. Additionally, no issues could be identified that may have contributed to the patient's reported discomfort.